Event description:
It was reported that the patient with this pacemaker stated waking up at dawn daily due to a buzzing sensation and feeling warmth near the implanted device. This device remains in service. No adverse patient effects were reported.